Event description:
It was reported that prior to the start post anesthesia of a da vinci-assisted radical extraperitoneal prostatectomy (with lymphadenectomy) surgical procedure (patient was not present in the room), a customer called an intuitive surgical (is) technical support engineer (tse) to report that there was a non-recoverable error 319 on the column and boom of the patient side cart (psc). Before calling, the customer attempted several reboots without using the emergency power off (epo). The tse reviewed the logs and confirmed error 319 on axes controller platform 4 (acp4) and acp5 from the psc, and no communication with the surgeon side console (ssc). The tse guided the customer to perform a reboot using the epo and power switch down on the psc, and to reseat the blue fiber cables. After the reboot, the ssc was connected, but the error 319 on acp4 and acp5 persisted. The customer disabled the concerned part on the psc touchscreen. The tse inquired if the psc's position allowed movement to the patient and operation with the universal surgical manipulator (usm) without column and boom adjustment. The customer responded that the psc was in stow position and too low to access the patient. The procedure was aborted with no report of patient injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. The field service engineer (fse) replaced the axes controller platform (acp) to solve the issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such,